Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched screen.

Event description:
The customer reported being in the emergency room with high blood glucose and chest pains. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure test and passed. A day later, the customer called back and requested a replacement since the device alarmed motor error and the drive support cap was indented. The caller last blood glucose was 308mg/dl, and he treated with the insulin pump, but he is switching to manual injections. No further information was provided.